Manufacturer narrative:
The iab was returned with the membrane loosely folded. No blood was visible on the catheter. The guide wire was also returned. The returned guide wire was measured and found to be within specification. The technician attempted to insert the returned 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using manufacturer's sheath, the guidewire was difficult to advance through the iab lumen. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using manufacturer's sheath, the guidewire was difficult to advance through the iab lumen. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion using manufacturer's sheath, the guidewire was difficult to advance through the iab lumen. Replaced iab to continue therapy. No patient injury was reported.